Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2018, and then experienced revision surgical procedure on (B)(6) 2023 approximately 4 years and 11 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 3623493 142-36-10 - cocr fem head 36mm +10 offset 12/14; 5419580 186-01-56 - integrip cc, cluster 56mm,g3, 4420392 188-00-11 - wedge plasma s/o sz 11. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.